Manufacturer narrative:
(B)(4). It should be noted no device was returned hence the complaint cannot be confirmed. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the impactor fractured at the red locking mechanism. No part remaining in patient, no adverse consequence for patient/user. No surgery prolongation.